Manufacturer narrative:
Device evaluation indicated that the complaint of the lead being twisted and coiled and contact popping out of paddle was confirmed. Visual inspection revealed electrodes #4l-#8l and #4r-#8r were partially dislodged from the paddle and both tails were twisted. The cut damages are consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the lead migrated and the patient underwent a lead revision. During the lead revision, it was discovered that the lead was twisted, coiled and the contacts were popping out of the lead. The lead was replaced. The physician confirmed that all contacts were recovered from the patient¿s body. The patient did well post-operatively.

Event description:
A report was received that the lead migrated and the patient underwent a lead revision. During the lead revision, it was discovered that the lead was twisted, coiled and the contacts were popping out of the lead. The lead was replaced. The physician confirmed that all contacts were recovered from the patient¿s body. The patient did well post-operatively.